Manufacturer narrative:
Hydraulic leak.

Event description:
It was reported through a service report that the cot had a hydraulic leak. There was pt involvement, no injuries or adverse consequences was reported.